Manufacturer narrative:
Note: this MDR is being re-sent as initial. This investigation is currently ongoing. Any add'l info will be provided in the f/u report.

Event description:
According to the report, hero registry patient (B)(6) was reported to have died on (B)(6) 2015 at hospice (B)(6). The dialysis unit reported the patient decided to stop dialysis. Documented cause of death is esrd. The event is being reported out of an abundance of caution and will be reported under hero 1001. However, the scope of the investigation will include both hero 1001 and hero 1002 components.

Manufacturer narrative:
According to the report, patient (B)(6) was reported to have died on (B)(6) 2015 at hospice (B)(6). The dialysis unit reported the patient decided to stop dialysis. Documented cause of death is esrd. Case report forms received on 08/27/2015 indicate that the right side hero [hero 1001 and 1002, lots h14vc021 and h14av015] was implanted on (B)(6) 2014. Additional clarifying information from the clinical site on 08/27/2015 indicate that "the dialysis unit reported the patient decided to stop dialysis. Documented cause of death is esrd [end-stage renal disease]." Medical/progress notes from pre-implantation (dated (B)(6) 2014) were received by field assurance on 09/08/2015 and indicate the following complicated patient medical histories: copd [chronic obstructive pulmonary disease], lung transplant, esrd, heparin-induce thrombocytopenia, hypertension, cytomegalovirus, pulmonary embolism, atrial fibrillation, and acute hepatic failure. The manufacturing records for lots h14vc021 and h14av015 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. Nts. The hero registry patient was implanted with a hero graft on (B)(6) 2014. The patient died in a hospice facility on (B)(6) 2015. The dialysis clinic reported that the patient decided to stop dialysis treatment and that the documented cause of death was esrd. The patient also had a complex medical history that was significant for cardiovascular issues (hypertension, atrial fibrillation), pulmonary issues (chronic obstructive pulmonary disease, pulmonary embolism, pulmonary fibrosis, bilateral lung transplant), oncology issues (skin cancer), and gastrointestinal issues (acute hepatic failure). The hero graft was not documented to be involved in patient death. As was reported, the patient stopped dialysis treatment, which was necessary to sustain life in this case of esrd. There is no alleged deficiency concerning the hero graft.

Event description:
According to the report, hero registry patient (B)(6) was reported to have died on (B)(6) 2015 at hospice (B)(6). The dialysis unit reported the patient decided to stop dialysis. Documented cause of death is esrd. The event is being reported out of an abundance of caution and will be reported under hero 1001. However, the scope of the investigation will include both hero 1001 and hero 1002 components.